Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -6.50/2.00/113 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. It was reported that the lens was implanted, removed and replaced with a shorter length lens intraoperatively due to excessive vault. Problem resolved. For cause details the reporter stated "size 12.6 was too large, swapped to size 12.1."

Manufacturer narrative:
H6 - device code 1494: off-label use (acd <3.0mm). Claim# (B)(4).